Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and tactile examination found that the shaft was damaged at multiple locations along its length. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a damaged area of shaft 185mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon leak occurred. A 8.00mm / 2.0mm / 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that contrast media came out of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that liquid was leaking from a damaged area of shaft.